Event description:
Patient returned to operating room after elective total knee arthroplasty for retained foreign body, which was then identified as ring from trial polyethylene shim. Patient tolerated procedure and was discharged to home. FDA safety report ID# (B)(4).